Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient and procedural factors appear to have caused the events leading to death. As reported, the valve was deployed in a canted position due to the challenge of a horizontal aorta. Attempts to reposition the valve were unsuccessful and the valve was pushed too ventricular. The sapien xt valve was then pushed into the ventricle when attempting to advance a corevalve through the deployed sapien xt valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure the sapien xt valve embolized into the ventricle. During attempts to secure the valve the patient died. When the team found the coplanar angle, they realized that the heart was extremely horizontal. Because of the angle of the heart, the valve was hugging the non coronary cusp side of the heart and the valve was crossing through the annulus at a slight angle. The valve started high, 70:30 aortic on the non coronary cusp side, so not to miss the left coronary cusp side. Even though the deployment was slow, the valve deployed too low on the left coronary cusp side. When the team attempted to advance the delivery system balloon into the valve in an attempt to reposition it, the valve was pushed too far into the lvot. At this point, the team started discussing the options. The surgeon wanted to exhaust all avenues before converting to an open avr. The team placed a z-med balloon within the valve to drag the valve closer to the native annulus. The team advanced a 31mm corevalve into the sapien xt valve and attempted to deploy the valve. The corevalve was not successfully deployed and was removed from the body. A second corevalve was opened and advanced to the sapien xt valve, but pushed the sapien xt valve into the ventricle. The corevalve was removed from the patient and the z-med balloon was advanced and inflated inside the sapien xt valve to pull it back into the lvot. This happened two additional times when the corevalve was advanced and pushed the sapien xt valve into the ventricle; the z-med balloon was inflated inside of the valve to pull back into the lvot. After the third attempt to pass the corevalve through the sapien xt valve and pushing it into the ventricle, the team attempted to pull the valve back into the lvot with a tyshak balloon. During this attempt (under rapid ventricular pacing) the balloon appeared to deflate much slower than the previous balloon not allowing the patient¿s pressure to recover. The patient went into ventricular fibrillation and had to be shocked. The patient¿s pressure faltered and CPR was initiated. The patient¿s pressure never recovered and the patient went into ventricular fibrillation again and expired.